Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that his onetouch verio iq meter was reading inaccurately high compared to an unknown meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy began on (B)(6) 2016. The patient reported that he was unable to recall the alleged inaccurate high results obtained on the subject meter or the other unknown device. The patient denied taking any medications to manage his diabetes and stated that he continued with his usual diabetes management routine as a result of the alleged product issue. The patient denied that he developed any symptoms. On (B)(6) 2016, he attended his doctor's and was prescribed oral medications for diabetes of 500mg metformin. No other device was used to obtain a blood glucose result. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the correct testing steps were used, and the test strips were stored correctly and not expired. The test strip vial was neither cracked nor broken. The patient did not have control solution to carry out a test. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.